Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument failed recognition testing on an in-house system. The si in-house system failed to recognize the instrument on multiple installation attempts. Instrument information system fund the dallas chip and loopback path was not being detected or functioning, causing the failure. Engineering also found a broken pitch cable at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's pitch cable, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the grasping retractor instrument was not recognized by the system. No patient harm, adverse outcome or injury was reported.